Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-16228. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device. Device evaluation: based on the device analysis grid, the assessments of the complaint are: broken device: observed opening assessed as surgical damage. Additional observations: crease fold observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported " a rupture that occurred yesterday during surgery. The implant ruptured inside the keller funnel before implantation". This record is for the left side. Device was not implanted and replaced.